Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Damage was noted on the clevis cover. The instrument was evaluated for electrical conductivity; proper conductivity was observed. The rotation knob functioned properly. The shears were applied to test media and cut the media cleanly without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when removed from tyvek, the device was inserted into the cavity with the tip straightening. Upon articulating the tip, the plastic part came off (the device was not used with any articulation at all). Stopped using and new one was opened to complete the case with no problem. Last patient's status: good.